Event description:
It was reported that during central processing, a broken cable was noted on the fenestrated bipolar forceps instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be derailed. One grip close cable was derailed from the distal idler pulley. Grips can still open and close however the movement may not be precise. The cable derailment is likely due to cable losing contact with pulley during wrist articulation. Failure analysis investigation also found the instrument's pitch cables to be frayed at the distal clevis hub. Frayed strands were observed to be sticking out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cable if to recur could cause or contribute to an adverse event.